Event description:
It was reported that the user¿s dexcom g7 sensor did not pair with the ilet pump or phone because the new sensor pairing code was not entered and the user had toggled between g6 and g7 sensor types, leading to pairing failures; the agent guided the user to correct the code and sensor type and advised waiting for readings. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included troubleshooting and education regarding correct sensor type selection and reentry of the pairing code. Investigation of this case revealed a missing pairing code, resulting in the cgm not being paired and dosing warnings. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.